Event description:
The firmware was upgraded on (B)(6) 2020.

Manufacturer narrative:
B5: describe event or problem, corrected data: supplemental MDR 4 inadvertently omitted the firmware upgrade date.

Event description:
It was reported that the patient's vns generator firmware was successfully upgraded. Review of the tablet data from the upgrade session showed that the tablet was working as expected. The in-session interrogation from the date of the upgrade provided clarity that the last reboot was on that date, which would have occurred due to the upgrade process. Review of the last known prior interrogation event revealed that the last reboot was approximately half a year prior and was due to a manual reset of the generator. No additional information was able to be discerned from the decoder.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 08/22/2019, and the physician was provided a notification letter with recommended actions. Internal field number: (B)(4).

Event description:
Tablet data was received by the manufacturer and reviewed. Review of the data revealed that the vns had 215,183 logged reboots. For gc5-related reboot affected m1000 generators with serial numbers below 300,000, it has been observed that the device gets stuck in a reboot loop that lasts approximately 16 seconds per reboot. It was noted that the sensing/autostim mode was not programmed on until the day that was determined to be the event date for the reboots and the device had not experienced any issues during normal stimulation up until this time. Internal investigation has identified that the root cause of the unexpected device reboots is related to a hardware bug within the microcontrollers used in these devices and interaction with the device firmware.

Manufacturer narrative:
Date received by manufacturer, corrected data: follow-up report #2 inadvertently listed "12/03/2019" instead of "11/08/2019".

Event description:
Follow up with the company representatives revealed that autostim mode was not programmed back on after the reset.

Event description:
It was reported that communication was not possible with the patient's m1000 vns generator. It was stated that a generator reset was performed successfully, but this did not resolve the communication issue. Troubleshooting and the use of multiple programming systems were unsuccessful. It was noted that the last successful interrogation of the device was three weeks prior. Follow up revealed that the vns was first enabled on the date of implant, but the autostim was not enabled until the session of the last successful interrogation. It was stated that communication attempts were made in a different room following the unsuccessful attempts. Review of the tablet data received revealed that there was activity on both tablets with an inability to connect to an unknown ipg. There are no apparent signs of life from the vns as not even an attention response was observed in response to communication attempts. There was no apparent confirmation of a hard reset of the vns in the data received. No additional relevant information has been received to date.